Manufacturer narrative:
Literature citation: gianni c, et al., (2025). Percutaneous aspiration thrombectomy in patients with persistent left atrial appendage thrombus. Jacc: clinical electrophysiology, vol. 11, no. 11. Http://doi.org/10.1016/j.jacep.2025.06.018 b3: event dates not reported in the article. Event date estimated based on date of article publication. D1: brand name is blank because the devices are known to be either a watchman 2.5 or flx laa closure device, but the exact number of events per each brand name is unknown even after good faith efforts were exhausted. E1: facility name: (B)(6) medical center. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the products are unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported via literature that device was altered and used for unintended use. This literature article discusses 22 cases of percutaneous aspiration thrombectomy (at) in patients with persistent left atrial appendage (laa) thrombus with subsequent laa closure. Aspiration thrombectomy was performed either manually, with a syringe, or mechanically with the aid of an aspiration pump. After at, laa closure was performed with either a watchman flx, watchman flx pro, or non-boston scientific (bsc) laa occluder. During the procedure, several cases had embolic protection by utilizing either one or a combination of sentinel, non-bsc cerebral embolic protection, or a modified watchman. A modified watchman was selected for use in patients with large, mobile thrombi and/or anticipated uncontrolled clot disruption and was transiently deployed in the distal aorta, referred to as an "aortic watchman". The aortic watchman were either a watchman 2.5 or a watchman flx, the latter requiring the distal surface to be cut to approximately the shape of a basket. Device preparation also required bending of the fixation anchors using a needle holder to remove any sharp edge or point. The aortic watchman size was chosen by measuring the diameter of the distal ascending aorta on ultrasound and selecting the closest, smaller device size than the measured diameter. Via the left femoral common artery, the device delivery sheath was carefully advanced under fluoroscopy over a high support non-bsc wire to the distal ascending aorta. The aortic watchman was then deployed for the duration of the at procedure and recaptured at the end of aspiration, withdrawing the sheath device apparatus out of the body before proceeding with laa closure. No adverse events were reported regarding the use of the aortic watchman devices.

Manufacturer narrative:
Literature citation: gianni c, et al., (2025). Percutaneous aspiration thrombectomy in patients with persistent left atrial appendage thrombus. Jacc: clinical electrophysiology, vol. 11, no. 11. Http://doi.org/10.1016/j.jacep.2025.06.018. B3: event dates not reported in the article. Event date estimated based on date of article publication. D1: brand name is blank because the devices are known to be either a watchman 2.5 or flx laa closure device, but the exact number of events per each brand name is unknown even after good faith efforts were exhausted. E1: facility name: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the products are unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. With all the available information, boston scientific (bsc) concludes: device history record review the batch numbers of the watchman closure devices were not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that these products did not meet specification prior to distribution. Device technical analysis despite good faith efforts, the watchman closure devices were not returned, therefore returned device analysis could not be completed. The attached literature article contains medical media which was already reviewed by authors of the publication. No further review was performed by boston scientific. Labeling review as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed. Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The watchman IFU lists the following: the watchman device is designed to be permanently implanted at the opening of the laa to trap potential emboli before they exit the laa. The placement procedure can be done under local or general anesthesia in a hospital cardiac catheterization or electrophysiology laboratory setting. Risk review as the specific product family is unknown, risk documentation for all watchman product families were reviewed. A risk review of the watchman was completed and confirmed that device used against contraindication and damage was defined in the risk documentation. This event type has been accounted for during product risk to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved, or contraindicated use. It was reported that watchman devices were modified to accommodate an aspiration thrombectomy. The IFU indicates that the watchman device is designed to be permanently implanted at the opening of the laa to trap potential emboli before they exit the laa. It appears possible that the reported use contrary to instructions, warnings and contraindications in the IFU contributed to the reported event of use of device issue.

Event description:
It was reported via literature that device was altered and used for unintended use. This literature article discusses 22 cases of percutaneous aspiration thrombectomy (at) in patients with persistent left atrial appendage (laa) thrombus with subsequent laa closure. Aspiration thrombectomy was performed either manually, with a syringe, or mechanically with the aid of an aspiration pump. After at, laa closure was performed with either a watchman flx, watchman flx pro, or non-boston scientific (bsc) laa occluder. During the procedure, several cases had embolic protection by utilizing either one or a combination of sentinel, non-bsc cerebral embolic protection, or a modified watchman. A modified watchman was selected for use in patients with large, mobile thrombi and/or anticipated uncontrolled clot disruption and was transiently deployed in the distal aorta, referred to as an "aortic watchman". The aortic watchman were either a watchman 2.5 or a watchman flx, the latter requiring the distal surface to be cut to approximately the shape of a basket. Device preparation also required bending of the fixation anchors using a needle holder to remove any sharp edge or point. The aortic watchman size was chosen by measuring the diameter of the distal ascending aorta on ultrasound and selecting the closest, smaller device size than the measured diameter. Via the left femoral common artery, the device delivery sheath was carefully advanced under fluoroscopy over a high support non-bsc wire to the distal ascending aorta. The aortic watchman was then deployed for the duration of the at procedure and recaptured at the end of aspiration, withdrawing the sheath device apparatus out of the body before proceeding with laa closure. No adverse events were reported regarding the use of the aortic watchman devices.